Event description:
Pt requested for the ivc filter to be removed. During the process of removal, one of the small tines bent and then fractured during the procedure. At fluoro the tine was located in the r ventricle. An attempt to snare the tine was unsuccessful. No dysrhythmia. Pt was discharged home and has not had any complications related to the retained object. Dates of use: (B)(6) 2014 - (B)(6) 2016. Reason for use: dvt.